Event description:
It has been reported to co that a ventricular perforation was noted post procedure. The perforation required no medical or surgical intervention. No further info was made available as to the condition of the pt. Reportedly, the physician claims that the device tip is too stiff. The device is not being returned for analysis as it has been discarded.